Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer was having problems with the buttons prior to the event. The customer that was being worn at the time of the event has already been replaced. Nothing further was reported.